Event description:
Same case as: 2134265-2009-05679, 2134265-2009-05680, 2134265-2009-05682. It was reported that 5 days post coronary drug eluting stenting treatment procedure, a death occurred. The 100% stenosed, totally occluded de novo lesion was located in a severely calcified and mildly tortuous right coronary artery. The lesion was predilated with a rotablator 1.5mm rotalink plus as well as a non bsc balloon. Three taxus liberte' drug eluting stents were implanted in the lesion; a 2.75x28mm stent, a 2.25x32mm stent and a 2.50x32mm stent. No pt injuries or complications occurred and the pt was listed as "satisfactory" after the procedure. It was also noted that the pt was on an iabp both pre and post procedure. Five days later the pt expired in the hospital. The cause of death is unk, but it was reported that it was not a thrombosis event. Additional info has been requested, but is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause classification is anticipated procedural complications, as this event is a known physiological effect of the procedure, and is noted within the dfu.